Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) and right ventricular (rv) lead implant procedure, the lead exhibited high threshold and high impedance. Re-position of the rv lead was made and measurements were good, and after re-position of rv lead it was not possible to aim the screwdriver to turn in the setscrew. It was also reported that the ipg exhibited sensing problem. The ipg was removed and replaced with a different device. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector and foreign material. The returned device indicated a loose/detached set screw. The returned device indicated a damaged setscrew with damaged threads. If information is provided in the future, a supplemental report will be issued.